Event description:
This pt was prescribed a tear tech electromedical device for lumbar pain inflammation and edema. In 2003, a vq rep was burnt by a tear tech unit (mfg by teknetix) and surgi stim electrodes. (Mfg by conmed corp). Pt was in a hurry and so the pt did not answer any questions. The pt now states that pt has had to go through various plastic surgery procedures on their leg to correct the irritation/burn that occurred last year.